Manufacturer narrative:
Device evaluation: analysis details:see attachments tab for complete investigation in (B)(4). One (1) photograph was received for evaluation: results: from photographs received is observed the inflation line cut. Shm investigation: one (1) used sample was returned for evaluation p/n 100/199/065j l/n 3792447; the sample was received in used conditions without its original packaging. Visual inspection: the returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. Results: it was observed the inflation line cut. The customer reported condition was confirmed. The most probable root cause is that the product become damaged after it left the shm facilities since product is 100% leak tested, there is no possibility to test the material if line is cut or detached. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign (report source): (B)(6).

Event description:
Information was received that a user attempted to inflate a smiths medical portex clear eyesoft seal cuff tracheal tube after five minutes in use, but could not inflate the product successfully. It was reported that air bled from the device even when air was added through the one-way valve. There were no adverse patient effects.